Event description:
It was reported that this patient received three inappropriate shocks across three separate treated episodes by this subcutaneous implantable cardioverter defibrillator (s-ICD) system. This occurred while programmed in the primary vector. It was noted that the patient was exercising during the episodes. The plan is to adjust the system programming zones. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.